Manufacturer narrative:
A device history record was conducted, and all mfg operations were found to be within spec. Results: sample has not yet been received, but was reported to be available. Conclusion: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
(Drug/diluent: marcaine 0.125%). (Fill volume: 400ml and flow rate: 10ml/hr). Infused in around 27 hours instead of 40 hours. Infusion initiated on (B)(6) 2011 around 13:15. On (B)(6) 2011, late afternoon, pump was empty. No adverse event reported. Per dfu: nominal flow rate: 10ml/hr; nominal fill volume: 400ml/ and maximum fill volume: 550ml. The infusion rate is 40 hours when filled to the nominal volume and flow rate.